Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2012. According to the complainant, during the procedure, while attempting to pull the tube through the abdominal wall, heavy resistance was met and the tube detached. The detached tube was removed from the body endoscopically. The physician attempted to continue the procedure with a different device, however, when the physician attempted to insert the insertion wire, it would not advance into the stomach, but moved into the abdominal cavity. The physician stated the gastric wall and the abdomen wall may have shifted, therefore the procedure was discontinued. The abdominal section was closed using two hemostasis clips. After this procedure the patient was monitored and fasted. Currently the patient is being fed through a nasogastric tube and will be released from the hospital soon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4):the device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2012. According to the complainant, during the procedure, while attempting to pull the tube through the abdominal wall, heavy resistance was met and the tube detached. The detached tube was removed from the body endoscopically. The physician attempted to continue the procedure with a different device, however, when the physician attempted to insert the insertion wire, it would not advance into the stomach, but moved into the abdominal cavity. The physician stated the gastric wall and the abdomen wall may have shifted, therefore the procedure was discontinued. The abdominal section was closed using two hemostasis clips. After this procedure the patient was monitored and fasted. Currently the patient is being fed through a nasogastric tube and will be released from the hospital soon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A physical examination found the pull wire to be attached to the wire loop of the dilating tip. The pullwire was found to be bent. The button, heat shrink, red strip and black suture were still attached to the delivery system. The c-flex tubing was found to have been cut/ torn apart at approximately 1.5 cm from the distal end. The c-flex tubing was found to be stretched and necked down. Although the customer did not provide the size of the initial incision, it is possible the incision size was too small for placement which would have caused resistance during placement. Therefore the most probable root cause is operational context. A device history record (DHR) review of lot number 14590364 was performed and revealed no issues related to the reported complaint. There were no non-conforming events or any deviations identified in the DHR review. The DHR review confirms that the accepted device met all manufacturing specifications. A labeling review was performed and no anomaly was found.